Manufacturer narrative:
Addition to h.10.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure using a 29 mm sapien 3 ultra resilia (s3ur) valve, the 16 fr esheath+ was inserted. When the 29 mm commander delivery system (ds) was inserted into the esheath+, it got stuck at the partially expandable section and could not advance. Three different physicians attempted to pull back the esheath+ slightly to try to advance the ds, but it would not advance. After multiple attempts to advance the ds, fluoroscopy revealed there was deformation of the s3ur valve, therefore everything was withdrawn. Since the deformation occurred outside the body, no vascular injury was observed. The valve was returned for evaluation. The physician stated that the two perforations in the esheath+ occurred when the ds was forcibly pushed in at the end. And that there's a possibility that the issue originated with the esheath+. The physician also mentioned that the deformation might have occurred when they gripped the esheath+ too tightly while inserting the ds, causing it to kink, which might have allowed the valve to get stuck.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings and investigation conclusion. An addition was made to h.6: component code. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Upon visual inspection, the crimped valve exhibited two bent struts at the inflow side, which were exposed through a puncture in the sheath. One strut was bent backward approximately 180 degrees, while the other was bent outward. Following expansion, one of the bent struts was corrected; however, the other remained deformed. The valve leaflets appeared wrinkled and dehydrated, which is consistent with prolonged crimping and suboptimal storage conditions during the return handling process. Per the edwards technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery provided by the site revealed one strut bent backward and protruding through the sheath. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the sapien 3 ultra/sapien 3 ultra resilia valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for frame damage was confirmed based on evaluation of provided imagery and returned device. Available information suggests procedural factors (excessive device manipulation, high push force) likely contributed to the event as described in the reported information. As reported, ''when the delivery system (ds) was inserted into esheath+, it got stuck at a partially expandable section and could not advance. Three (3) physicians took turns attempting to proceed, but the ds was not advanced. Pulling back the esheath+ slightly and trying to advance, but it did not work. After multiple attempts to insert the ds, fluoroscopy revealed that deformation of the s3ur valve.'' Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.